Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the devices blower assembly was replaced due to dirt observed and the handle retention plate was replaced due to damage observed. The following parts were replaced as regulated by maintenance procedure to prevent failure: air inlet foam filter, particle filter and muffler assembly. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.